Event description:
It was reported that fractured catheter occured. A runway guiding catheter was selected for treatment. However, a fractured catheter was observed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by MFR.: inspection of the hub, strain relief, shaft and tip revealed the shaft was flattened 38-40.5cm distal of the strain relief. There was a kink 44.5cm distal of the strain relief. Inspection of the remainder of the device found no other damage or defect.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that fractured catheter occured. A runway guiding catheter was selected for treatment. However, a fractured catheter was observed. The procedure was completed with another of the same device. No patient complications were reported.